Manufacturer narrative:
(B)(4). An analysis of the returned device found the suture containing the knot was not returned, therefore, the reported suture break after forming the knot could not be confirmed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that prior to an aortic valvuloplasty procedure, the perclose proglide sutures were deployed in the common femoral artery through an 8f sheath. Reportedly, after the aortic valvuloplasty procedure, without any unusual maneuvering, one of the sutures broke after forming the knot. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be in training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Sheath: 8f. Guide wire: .035 inch. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information.